Event description:
Olympus was informed that during a bariatric procedure, the probe tip broke off inside the patient. The probe tip was retrieved from the patient and the procedure was successfully completed using another device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is received at a later date this report will be supplemented.